Event description:
The pt's mother reported that the ok button on the keypad is worn off and is intermittently unresponsive.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.